Manufacturer narrative:
The customer's reported complaint description of marker band became detached cannot be confirmed, no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the shr packaging lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The marker bands are 100% inspected during the manufacturing process. The intended use for the uni-fuse infusion system is intended for the administration of thrombolytic agents into the peripheral vasculature to treat peripheral venous thrombosis and peripheral arterial thrombosis. The device is contraindicated for use in the coronary and cerebral vasculature. The customer in question has used the infusion system in the patient's fistula in their forearm. Use of the infusion system in this location may be a contributing factor to the marker band detachment. In addition, customer indicated use of sheath with the infusion system. A sheath is not provided with the infusion system and if infusion catheter is being placed through a sheath device, this may also be a contributing factor to the marker band detachment. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use (16900121-01) for the uni-fuse infusion system references the following: intended use: the uni-fuse* infusion system is intended for the administration of thrombolytic agents into the peripheral vasculature. Indications: the uni-fuse* infusion system is intended to be used to treat peripheral venous thrombosis and peripheral arterial thrombosis by catheter directed thrombolysis. Contraindications: the uni-fuse infusion system is contraindicated for use in the coronary and cerebral vasculature. The uni-fuse infusion system is not intended for the infusion of blood or blood products. Refer to the product insert of the therapeutic solution for indications, contraindications, side effects, cautions and warnings. Potential complications: potential complications include but are not limited to: · embolism. Instructions for use: 1. Use aseptic technique. 2. Flush the pro infusion catheter with sterile, heparinized normal saline. Warning: complications may occur, if all the air has not been removed from the infusion catheter and displaced with saline prior to insertion into the body. 3. Insert the pro catheter to the desired location in the peripheral vascular system using fluoroscopic guidance. 4. Insert the occluding ball wire into the pro catheter and attach to the pro catheter. Tighten by hand. Warning: never advance the guidewire against resistance; this could cause vessel trauma and/or wire damage. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. 5. Pulse or slow infuse through the proximal luer lock. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a catheter from a uni 5fx45cmx15cm unifuse system kit. They inserted the catheter and infused the medicine. After 45 minutes they brought the patient into the room, and they started the procedure. As they attempted to remove the catheter, one of the markers was left behind in the patient. The marker was in the forearm of the patient, and retrieved by flushing it out when the sheath was pulled out.